Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that "one of the leads is not working". The rv lead remain in use. No patient complications have been reported as a result of this event.